Manufacturer narrative:
Other relevant device(s) are: micra, model #:mc1avr1/ expiration date: 28-sep-2022 / serial#: (B)(4), UDI #: (B)(4). > device available for evaluation: no, dev rtn to MFR? No, mfg date: 11-may-2021, labeled for single use : yes . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced perforation and cardiac tamponade. It was noted the (ipg) was deployed three times. At each deployment site, the position was checked in left anterior oblique and confirmed to be septal. The first time the ipg was deployed in the apex, there was no capture so the device was recaptured. The second deployment was high on the septum with a high threshold so the leadless ipg was recaptured again. Following the third deployment in the mid septum the patient's pressure dropped and a team was called. A drain was placed however the patient died. The cause of death was tamponade.